Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal and distal stent damage. Strut row 1 from the distal end of the stent was lifted and pulled distally. Strut segment 1 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. The hypotube was broken at approximately 245mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device was unable to cross the lesion and it was noted that the stent shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device was unable to cross the lesion and it was noted that the stent shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.